Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not delivering insulin properly. Customer's blood glucose level was 360 mg/dl. Data review by tandem technical support found multiple occlusion alarms occurred. The customer acknowledged occlusion alarms; however, maintained that the pump was not delivering insulin properly independently of the occlusion issues. Reportedly, the customer changed supplies and resumed insulin delivery.